Event description:
(B)(6) male patient called zoll customer support to report that his patient¿s battery charger wasn¿t charging his batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery board was contaminated, which prevented the battery charger from properly charging the patient¿s batteries. The root cause for the contaminated battery board was ingress of an unknown liquid. No adverse event resulted from the contaminated charger/modem. The patient received a replacement battery charger/modem.